Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. During a percutaneous coronary intervention (pci), the 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. The balloon ruptured when it was inflated in the lesion area. It did not reach the nominal pressure. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. Visual examination revealed multiple kinks along the hypotube as well as tip damage. There is contrast present in the inflation lumen and balloon. The balloon is loosely folded. The device was inflated to rated burst pressure and was able to hold pressure for 5 minutes with no leaks. Inspection of the remainder of the device presented no other damage or irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the damages were attributable to the patient anatomy.

Event description:
It was reported that balloon rupture occurred. During a percutaneous coronary intervention (pci), the 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. The balloon ruptured when it was inflated in the lesion area. It did not reach the nominal pressure. The procedure was completed with a different device. No patient complications were reported.